Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. There were two sets of results. The first set, the pt's blood glucose results were 0, 103 and 67 mg/dl. Tests were done within 10 minutes. The second set, the pt's blood glucose results were 77 and 141 mg/dl. Tests were dond within 20 minutes. Pt did not experience any adverse events. No further info has been reported.